Manufacturer narrative:
(B)(4). Endo gia adapter standard has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sigmoidectomy, the reload was connected to the adapter and the reload indicator light illuminated. However, the device was stated to be unavailable for use. It is unknown in reinforcement material was used. The last known patient status is good. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. There was no unanticipated tissue loss. There was no irreversible tissue damage. No device fragment fell in the patient cavity. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the adapter noted cracked solder joints and a bowed switch. Functional evaluation of the adapter found that it failed to recognize a reload. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A product enhancement has been implemented to prevent this condition from re-occurring. Should new information become available, the file will be re-opened and reassessed at that time.